Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete incoming functionality testing) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed and missing. Additionally, the ECG "d" electrode was severed and missing form the cable connecting ECG "c" and "d". The root cause for the missing components was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to communicate with a monitor.